Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to another device (freestyle). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2016. The patient reported obtaining blood glucose readings of ¿309, 87 and 143 mg/dl¿ with the subject meter and ¿198, 58 and 116 mg/dl¿ respectively on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that she manages her diabetes with insulin (unknown type; 2 units if blood glucose over 200mg/dl and 4 units if blood glucose over 300 mg/dl) and that she took an increased dose of insulin on the evening of (B)(6) 2016 and on the morning of (B)(6) 2016 in response to the alleged issue. An unspecified time after the alleged issue began, the patient claimed she developed ¿hypoglycemia and altered mental status¿. In response to the symptoms, the patient reported that she was administered a glucagon injection by a family member and that she consumed carbohydrates when she regained consciousness. Despite the treatment provided, the patient claimed her ¿temperature declined¿ and that she started having ¿convulsions, high fever, headache and nausea¿. No further treatment was specified. The patient denied seeking medical attention. The patient claimed she performed blood glucose tests whilst symptomatic but was unable to confirm the device used or the results obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.